Event description:
According to the reporter, intra-operatively in a laparoscopic procedure, the device¿s gas inlet was cracked and the rubber part located under the cover was separating from its place while using 5 mm tool. They replaced the device to complete the surgery and resolved the issue. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received intra-operatively in a laparoscopic bariatric procedure, the device¿s gas inlet was cracked and the rubber part located under the cover was separating from its place while using 5 mm tool. The lens disengaged. They replaced the device to complete the surgery and resolved the issue. The patient was alive with no injury.